Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/ use error. The dfu states, "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion". (B)(4).

Event description:
Same case as 2134265-2011-01822. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. While platforming the 1.25mm rotablator burr, the burr had been left in one position on the guide wire for an extended period of time. The rotawire guide wire was removed and it was noted that the proximal portion of the guide wire had fractured outside of the guide catheter and outside of the patient. Another rotawire guide wire was used with the same burr; however, they were unable to load the burr on the guide wire. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2011-01822. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. While platforming the 1.25mm rotablator burr, the burr had been left in one position on the guide wire for an extended period of time. The rotawire guide wire was removed and it was noted that the proximal portion of the guide wire had fractured outside of the guide catheter and outside of the patient. Another rotawire guide wire was used with the same burr; however, they were unable to load the burr on the guide wire. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.